Event description:
It was reported that the healthcare provider heard an alarm heard and was confirmed by telemetry as critical. The alarm was due to a motor stall. It was stated that the pump had stalled due to MRI, which was done on (B)(6) 2011, but the pump was not checked thereafter. It was also added that there was no audible alarm heard due to pump being in telemetry state. Hcp interrogated the pump again and recovery was noted. Patient experienced some tightness in legs. Additional information has been requested from the hcp, but was not available as of the date of this report.

Event description:
It was later reported that the patient's pump contained lioresal 2000mcg/ml at 254.8mcg/day. The cause of the event was reported as "MRI caused motor stall" and it was believed that the pump did restart but it "didn't get into logs". It was unknown to the reporter how long the pump was stalled.

Manufacturer narrative:
Catheter model: serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk.